Event description:
During deployment AED advised shock on conscious pt. (B) (4).

Manufacturer narrative:
Method: internal memory was reviewed for this incident. Conclusion: this report is being filed as it cannot be concluded that recurrence could not result in an adverse event.